Manufacturer narrative:
No observable defects could be found with the component itself. Measurements met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Distributor reported that an implant failed to integrate. Pt is reportedly fine.